Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ axcel. As it was stated, the handle interface ring was broken and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ axcel. As it was stated, the handle interface ring was broken and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Defective part was replaced and device returned to use. It was established that when the event occurred, the surgical light did not meet its specification due to a broken interface ring of the handle leading to missing plastic particles, and it contributed to the event. It is unknown if the device was being used for patient treatment at the time when the particles went missing. As per expertise performed by the subject matter expert at manufacturing site, the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to the report (B)(4) the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification (B)(4) was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The report (B)(4) mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). It should be noted that this part is also used for volista triop and axcel range lights. Any similar breakage would have the same root cause described above. We believe that if the manufacturer¿s recommendation had been followed the reported situation would have been avoided. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b3 date of event, b5 describe event or problem, d4 version or model # and d4 catalog # fields deems required. This is based on internal evaluation. Previous b3 date of event: 05/11/2022. Corrected b3 date of event: (B)(6) 2022. Previous b5 describe event or problem: on 11th may, 2022 getinge became aware of an issue with one of our surgical lights ¿ axcel. As it was stated, the handle interface ring was broken and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.corrected b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ axcel. As it was stated, the handle interface ring was broken and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Previous d4 version or model #: ard567502861c. Corrected d4 version or model #: ard567501985. Previous d4 catalog #: ard567502861c. Corrected d4 catalog #: ard567501985.

Event description:
On 10th may, 2022 getinge became aware of an issue with one of our surgical lights ¿ axcel. As it was stated, the handle interface ring was broken and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.